Manufacturer narrative:
Other text: , corrected data: product number and catalog number were updated.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter (B)(4). No problem or issues were identified during the device history record review. A product sample was received for evaluation. Visual inspection showed tamper seal was missing, but in good condition. During functional check, the reported complaint was not duplicated. Running three accuracy tests, the pump was found to be within manufacturing specifications. No problem found. No repair was needed. The device underwent a full standard preventative maintenance.

Event description:
It was reported that a smiths medical pump over infused, patient was to receive 2000ml / 12hrs (utilized ramp up / ramp down). Reservoir volume 2100ml. New bag was hooked up and new pump sent. Bag ran dry. No adverse patient effects were reported.